Event description:
This is a report from baxter (B)(4) of a damaged chamber. The reported condition occurred before use. No patient injury or medical intervention occurred.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of chamber damaged was confirmed. Visual inspection revealed a crack in the bottom of the chamber. The set was leak tested under water at 0.56bar and a leak occurred from the crack. Batch review was conducted with no abnormality observed. The rootcause could not be determined. The chambers used on this code are purchased from an external supplier. (B)(4)